Event description:
The customer stated she was hospitalized for high blood glucose levels. The customer stated her blood glucose levels had been higher due to not adapting to a recent move from one nursing home to another. Troubleshooting was not performed on the insulin pump as the customer was unable to disconnect from the infusion set at the time of call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.